Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Reportedly, there was no adverse impact to customer¿s blood glucose. The customer declined further follow up regarding the reported issue.